Event description:
It was reported that during lens implantation the capsule bag broke therefore the lens was removed. Add'l info has been requested but no new info has been received. The lens that was used during this event is reported under 1119279-2014-00215.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.